Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on remote smart service. A field service engineer (fse) stated there was no power to station. The fse found auxiliary drawer 3 drawer controller failed, pulling power supply down, replaced drawer controller and verified drawer configuration in application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary not powering up. The customer checked the power connections; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.